Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not turning on. Upon functional testing, fse found that host pc failure. The fse replaced the host pc, swapped licenses, and reconfigured to network. After replacement of host pc, swapping licenses and reconfiguration to network, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was not turning on. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that host pc was failing. The host pc has been replaced that the system was returned to use in good working order. Philips has continue to investigate of the complaint.